Manufacturer narrative:
The devices were not returned for review, therefore their conditions cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
Information was received via published literature. (B)(4). Other devices used: catalog #unknown, unknown intra-op cup, lot #unknown. This report will be amended when our investigation is complete. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc4083311/ .

Event description:
It is reported that a patient received a natural hip press fit stem and acetabular component. Subsequently, the patient experienced thigh pain.